Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their right ventricular (rv) lead was ¿frayed¿. The patient indicated that their previous implantable cardioverter defibrillator (ICD) battery ¿exhausted because of the lead¿ and was explanted and replaced. The patient reported the rv lead was ¿already sucking up a lot of the battery¿ of the replacement ICD. They noted that adjustments were made ¿so it doesn¿t suck up as much energy¿ but indicated that as a result of the programming changes ¿the pacemaker was not working as good as it should¿. The patient reported feeling short of breath and scared. The rv lead and replacement ICD remain in use. No further patient complications have been reported as a result of this event.